Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles inside of the reservoir. Troubleshooting was performed. Customer advised their were air bubbles inside of the reservoir even though they allowed the insulin to turn into room temperature. The reservoir will not be returned for analysis.